Event description:
It was reported to boston scientific corporation that an injection gold probe device was used for hemostasis of a bleeding duodenal ulcer. According to the complainant, the needle would not retract, despite straightening of the scope. The device was withdrawn and another injection gold probe was used successfully to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4)